Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose of 330 mg/dl and had to go to the emergency room on (B)(6) 2017. The customer was treated by giving bolus with the insulin pump. Customer was not wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.